Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error. The customer stated that the drive support cap was sticking out. The blood glucose reading was 135 mg/dl. The customer already had a new insulin pump waiting to be used and declined a replacement device. Nothing was returned for analysis.